Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined. This report will be supplemented if the device is received at a later date.

Event description:
Olympus was informed that the upper jaw of the referenced handpiece broke during a therapeutic laparoscopic nissen procedure. The intended procedure was said to have been completed. There was no pt harm reported. Olympus f/u via phone and in writing to obtain additional info regarding this report without success.